Event description:
It was reported that the device system was explanted due to an infection. The patient reported "put blood poison in my heart" and "staph infection". The patient also was administered antibiotics. The patient also reported that the leads "can't go to heart". Follow-up with the clinic found there is no mention of this in the patient's records. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.